Manufacturer narrative:
Model #: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Evaluation: (B)(4): device was not returned additional manufacturer narrative: the cause of death is unknown and it is unknown if death is related to the device.

Event description:
It was reported that after a transapical valve implantation (29mm) , tee showed a severe (B)(6). Reason was a high calcified strap from anulus down in lvot on the anterior mitral leaflet side. After valve deployment they tried to post dilate without success . Due to the fact that it was a (B)(6) they decided to do an open heart surgery. Inspection of the sapien showed that position was correct and fully circular, so they decided not to send it back to edwards, because reason of (B)(6) leakage was the calcification. Unfortunately patient died around 4 weeks later due to other circumstance. A 2900 valve remained implanted in the patient. Surgeon reports that death was not due to the sapien valve or the explantation. However, the cause of death is still unknown and it is unknown if death was related to the model 2900 valve.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Date of death was incorrectly reported. Correct date of death is (B)(6) 2011.